Event description:
An olympus representative reported to olympus, on behalf of the customer, the evis exera lll gastrointestinal videoscope forceps cleaning brush remained in the channel and could not be removed after completion of an unknown diagnostic procedure. Upon inspection and testing of the returned device, foreign matter was discovered clogging the forceps channel. There were no reports of patient harm associated with this event. The medical device report (MDR) is being submitted to capture the reportable malfunction of the clogging of the forceps channel caused by insufficient cleaning found during evaluation.

Manufacturer narrative:
The device was returned to olympus for evaluation. Upon inspection testing of the returned device the user's request was confirmed. It was discovered, foreign matter was discovered clogging the forceps channel. In addition, it was noted, the play of the angle knob was out of the normal state due to the extension of the angle wire. Also the bending section rubber had scratches. The investigation is ongoing. If additional information becomes available, this report will be supplemented accordingly.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed the clogged forceps channel. A definitive root cause for this issue was not established. However, it is probable that the issue occurred due to insufficient preprocessing. Abnormalities with the endoscope channel or cleaning brush may have also caused the problem. Olympus will continue to monitor field performance for this device.